Manufacturer narrative:
Returned device was received with the enclosure was cracked at drain fitting and water tank causing leaks, both covers were cracked, heater did not pass electrical testing and line cord was worn. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer was leaking from the reservoir. No patient involvement.